Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the infusion set had small and large air bubbles in the tubing. The blood glucose reading was 224 mg/dl. The customer stated that she changed the infusion set 3 times, as well as the reservoir, but this did not resolve the air bubbles anomaly. She stated that during troubleshooting, she saw insulin building up at the end of the tubing, causing the insulin to not drip out. She was advised to change the infusion set, after which the air bubbles anomaly did not persist. She was advised that insulin should only drip out during the manual process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.